Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during pumping. There was no impact tot he user's blood glucose level. The user successfully reloaded the cartridge and resumed insulin delivery.